Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -10/.5/3.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was repositioned twice and that did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a longer length lens due to lens rotation. The replacement lens resolved the problem.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).